Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parent stated the patient developed blisters, itching and tenderness where the adhesive was in contact with the skin on (B)(6) 2020. The patient was evaluated by a physician and underlay patches were recommended. No additional patient or event information is available.